Event description:
During the implant procedure, the stylet could not be inserted in the atrial lead. The physician elected to use a new lead to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of stylet insertion difficulty was confirmed. Stylet was inserted through the proximal end of the lead and was restricted at the middle region due to blood/tissue clogged in the inner coil. The cause of the reported event was isolated to the inner coil being clogged with blood/tissue.